Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 was experiencing read, write, cubie memory errors. A field service engineer (fse) found damaged spots on the retractor band cable in drawers 2.1 and 2.2, so replaced both retractor bands. Then also reseated the row board cable at the drawer board and replaced the missing cubies to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple pockets popped out, and one row of pockets was not shown on the cubie map but still contained medications. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this incident.